Event description:
It was reported that during a stent procedure the delivery system would not cross a proximal left anterior descending artery lesion. While attempting to remove the device, the stent dislodged from the delivery system and was thought to be in the femoral artery. The pt was sent to surgery where the stent was successfully removed from the femoral artery.